Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1688tc lead, 429688 lead, 1688tc ICD implanted on: (B)(6) 2012 and 693558 lead implanted on: (B)(6) 2009. Other devices involved in this event: heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650de / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-06-26. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650de / expiration date: 2016-07-31. UDI #: (B)(4). Return date: 2018-06-26. Device evaluation anticipated, but not yet begun. Mfg date: 2015-07-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) batteries exhibited power switching. One battery was serviced but later found to be not charging. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log files were not available for analysis. As a result, the reported power switching, and beeping events cannot be confirmed. A power source lubrication procedure was performed on (B)(6) 2018 to mitigate the reported conditions. Failure analysis of the returned batteries revealed that (B)(4) and (B)(4) passed visual inspection and functional testing. (B)(4) passed visual inspection; functional testing revealed a pack-under-voltage and a cell-under-voltage flags, which rendered the battery inoperable. A cell-under-voltage and pack-under-voltage flag is triggered when a cell pair/set of cells falls below a voltage threshold. Furthermore, after manually recharging the battery a wrong value of relative state of charge and battery temperature was observed. A faulty main integrated circuit will result in battery not getting charged and the observed relative state of charge and battery temperature wrong values. However, after replacing the main integrated circuit the battery performed as intended. As a result, the reported battery not-charging event was confirmed. The most likely root cause of the reported not-charging event and observed wrong temperature and relative state of charge values can be attributed to a faulty integ rated circuit that controls the battery. Applicable risk documentation and experience with power switching events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication ER rors and/or momentary disconnections between the controller and battery. However, the reported beeps are most likely attributed to momentary disconnections between the controller and battery. Battery (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b5, d4, h10 a supplemental report is being submitted for corrections. B5 description of event problem corrected from "it was reported that the ventricular assist device (vad) batteries exhibited power switching. One battery was serviced but later found to be not charging. The batteries were exchanged. No patient complications have been reported as a result of this event." To "it was reported that four batteries exhibited power switching. Two of the batteries were exchanged and two of the batteries received lubrication servicing. One of the batteries that received lubrication servicing exhibited an inability to charge and remains in use. The other battery that received lubrication servicing was exchanged. No patient complications have been reported as a result of this event." D4 suspect medical device model # corrected from 1650de to 1650 and catalog # corrected from 1650de to 1650. H10 continuation of d11 corrected from "1688tc lead. 429688 lead, 1688tc ICD implanted on: (B)(6) 2012 and 693558 lead implanted on: (B)(6) 2009" to "cd3231-40 ICD, 1688tc lead, 429688 lead implanted (B)(6) 2012; 693558 lead implanted (B)(6) 2009." Additional products: serial # (B)(6) model # corrected from 1650de to 1650 and catalog # corrected to 1650; serial # (B)(6) model # corrected from 1650de to 1650. Additional products corrected to include additional battery serial # (B)(6) . Continuation of d11: cd3231-40 ICD, 1688tc lead, 429688 lead implanted (B)(6) 2012; 693558 lead implanted (B)(6) 2009 additional products: d4: model #: 1650 / catalog #: 1650 / serial #: (B)(6) d4: model #: 1650 / catalog #: 1650 / serial #: (B)(6). D1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2016 / serial #: (B)(6) UDI #: (B)(4) d10: no h4: mfg date: 31-jul-2015 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited power switching. Two of the batteries were exchanged and two of the batteries received lubrication servicing. One of the batteries that received lubrication servicing exhibited an inability to charge and remains in use. The other battery that received lubrication servicing was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for investigation completion. Product event summary: three batteries (bat308675, bat319564, bat301218) were returned for evaluation. One battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of log files could not be performed since log files were not available for the reported event date. As a result, the reported power switching, and beeping events could not be confirmed. A power source lubrication procedure was performed on bat301365 and bat301218 in accordance with the requirements under fsca cvg-18-q4-19 on 13-jun-2018 to mitigate the reported conditions. There is no evidence of power source lubrication procedure performed on batteries bat308675 and bat319564. Failure analysis of the returned batteries revealed that bat308675 and bat319564 passed visual inspection and functional testing. Failure analysis of battery bat301218 revealed that the device passed visual inspection. Functional testing revealed a pack-under-voltage and a cell-under-voltage flags, which rendered the battery inoperable. A cell-under-voltage and pack-under-voltage flag is triggered when a cell pair/set of cells falls below a voltage threshold. Furthermore, after manually recharging the battery a wrong value of relative state of charge and battery temperature was observed. A faulty main integrated circuit will result in battery not getting charged and the observed relative state of charge and battery temperature wrong values. However, after replacing the main integrated circuit the battery performed as intended. As a result, the reported battery not-charging event was confirmed on bat301218. However, the reported power switching could not be confirmed. The most likely root cause of the reported not-charging event and observed wrong temperature and relative state of charge values can be attributed to a faulty integrated circuit that controls the battery. CAPA: pr00388907 investigated battery main integrated circuit malfunctions. Even though this CAPA is closed, bat301218 falls within the bounds of this CAPA. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not charging can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld, soldering defect, out of temperature range and/or due to a charge time-out of eight (8). Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to a communication error and/or momentary disconnection due to temporary corrosion of the controller-port / power-source pins. However, the reported beeps are most likely attributed to momentary disconnections between the controller and battery. Additional products: battery bat319564 h6 FDA method code(s): 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat301218 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 131,120 h6 FDA conclusion code(s): 4307; d4: serial#: (B)(6); h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.